Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation of the device found delaminated downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and bent latch lock. The device has not been serviced in the past. Reported problem of delaminated dso seal was duplicated. The cause is the dso seal. Replaced the dso seal to correct the issue. Device passed all functional tests after the repair.

Event description:
It was reported that eh downstream occlusion (dso) seal was delaminated and the pump required a software upgrade. Per reporter, the event occured during testing and there was no patient involvement. No harm/adverse event was reported.

Manufacturer narrative:
E1: reported incomplete phone number(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.